Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter inaccuracy began. The patient reported obtaining a blood glucose result of ¿300 mg/dl¿ with the subject meter. It is not known if the patient takes medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the elevated result. At an unknown time after the alleged inaccuracy issue began, the patient claimed he ¿fell into a coma for 5 days.¿ it is not known what treatment the patient received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.